Manufacturer narrative:
The insulin pump was received with all operating currents within specification. The off no power alarm functioned properly. No failed battery test alarm or check settings alarm were noted. The pump communicated properly with the test blood glucose meter. No communication anomaly was noted. The pump passed the displacement test, rewind, basic occlusion test, prime test and self-tests. The pump was received stuck in motor error loop during bolus delivery. No motor error alarm was noted in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was unable to complete the bolus wizard testing or perform the unexpected restart error test and excessive no delivery test and occlusion test due to motor error alarms. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 433 mg/dl. The customer stated that the insulin does not go to the cannula due to no delivery alarm. The customer stated that he tried to bolus and the meter did not communicate. The customer stated that there was a motor position encoder error in the alarm history. The customer stated that he does not use the sensor feature. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.